Event description:
Flouroscopy was performed at the request of the MFR to determine if connections between device lead and device were mfg as specified. It was determined that mfg error did exist and that it could lead to device malfunction. Device was subsequently explanted without complications.